Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: joint ache/stiffness, memory issues, difficulty swallowing, pain, gastrointestinal issues, muscle weakness, vision issues, menstrual issues and aging of skin. There isn¿t an official medical diagnosis for breast implant illness.

Event description:
Patient claim breast implant illness, symptoms: joint ache/stiffness, memory issues, difficulty swallowing, pain, gastrointestinal issues and muscle weakness . There isn¿t an official medical diagnosis for breast implant illness

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.